Manufacturer narrative:
The device was returned to the manufacturer for analysis. The clamp is locked up and can not be adjusted. Threads are cross threaded. The reported issue was confirmed to be caused by a mechanical failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
There was no patient involved with this concern. The site ordered a replacement part. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the threads on a small clamp were damaged, and possibly cross threaded. He does not know when or how the damage occurred since it is not used often. This was discovered outside of surgery with no patient present.